Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus. The customer's blood glucose was not impacted. Reportedly, troubleshooting was performed by the diabetes educator. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.